Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional verification was performed, and the lens was found to be in specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+1.5/111 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. The cause of the event is reported as unknown.